Event description:
Baxter sweden reported that during treatment with a visually impaired patient, the transfer set was "broken". This was noted during use. The patient could not remove the set from the uv-flash assist device. Patient reported to their unit where they changed the transfer set. The patient received prophylactic antibiotics with no injury reported by the complaint coordinator.